Manufacturer narrative:
E1: reporter last name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that numbers were skipping within parameters on the screen. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that numbers were skipping within parameters on the screen. A service proposal for repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse performed touchscreen calibration. Per good faith effort (gfe) response, the fse confirmed that a setting change screen was not entered when the failure occurred as the fse powered down the device to clean it with alcohol and humidified tissues. The problem repeatedly occurred due to the cleaning liquid. The jumping value did not accept and change therapy without pressing a button as the device was not used on a patient during therapy, and the ventilator output/delivered therapy therefore did not change without any user input. The fse verified that touchscreen calibration resolved the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.